Event description:
It was reported that a healthcare provider (hcp) contacted boston scientific technical services (ts) to review a stored atrial tachy response (atr) episode. Ts reviewed the electrogram and indicated there is intermittent farfield oversensing of ventricular beats observed on the atrial channel. Ts provided guidance to the hcp that at a future patient visit to the clinic, consider a device programming change to increasing the atrial blanking period after ventricular beats to resolve the oversensing. The device remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that another hcp subsequently contacted ts regarding the observed farfield oversensing on the atrial channel. The hcp noted they are still seeing the signals with the atrial blanking period after ventricular beats programmed to the longest time value of 85 milliseconds. Ts provided guidance that the only other options would be to try using the smart blanking feature or to reduce right atrial sensitivity programming. The hcp stated they do not want to reduce the right atrial sensitivity programming as there is already a report of some undersensing of the patients atrial fibrillation arrhythmia. The hcp indicated they will consider using the smart blanking feature at the next patient check in the office. The pacemaker device remains in-service. No patient symptoms or adverse patient effects were reported.